Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the customer woke up in the middle of the night with high blood glucose over 500 mg/dl. She noticed the reservoir had run out of insulin. The insulin pump never alarmed low reservoir or no delivery. Customer was advised a high pressure test can be performed on the device, she stated she would call back to perform the testing.